Event description:
Sales representative reported rupture. Sales representative later reported "the device was too messy to sterilize and send back". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break.

Event description:
Sales representative reported rupture. Sales representative later reported "the device was too messy to sterilize and send back". Device was not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: broken device: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.